Event description:
The customer complained of a discrepant inr result for 1 patient from coaguchek xs pro meter serial number (B)(4) compared to the laboratory. The result from the meter was 4.5 inr and the result from the laboratory was 3.37 inr. There was no allegation of an adverse event. The patient was "stable". The patient was not anemic, not polycythemic, no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The patient has had no changes in coumadin, no changes in diet, no illness, no new medications, no bleeding, and no bruising. The patient's therapeutic range was 2 - 3 inr. The qc was acceptable. The suspect device was requested to be returned for investigation. Retention test strips (lot 286323) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 286323) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.